Manufacturer narrative:
(B)(4).

Event description:
During use the inner cannula clip did not lock onto the tracheostomy tube. The patient was recannulated with a new tracheostomy tube. There was no harm to the patient.